Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer had elevated blood glucose levels (258 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.